Manufacturer narrative:
This report is submitted on february 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2017. The patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted on march 27, 2017.